Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample was received outside of the original packaging at the manufacturing site for evaluation. Visual and functional evaluations were performed, and the reported condition was confirmed, leaking was observed at the connection between the cross spike and the tubing line. As part of continuous improvements, a corrective action has been opened to address the reported issue. The root cause and action plan will be documented through the formal investigation. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the tubing was leaking at the connection of the spike set. There was no harm to the patient.